Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient had inaccurate cgm values 7 days after the sensor was inserted in the arm. On (B)(6) 2024, the patient reported that around 7:30pm to 7:45pm, he was feeling dizzy and was walking home after going to the nearby beach when he suddenly fell to the sidewalk (did not mention if he hurt himself or wound). He lost consciousness and the people down the street who saw him called 911 immediately. The paramedics measured his blood pressure and took a bg reading which was 44 mg/dl and the cgm reading was 84 mg/dl. They treated the patient with ¿sugar shots¿ (IV glucose). A couple of minutes after the treatment the patient regained consciousness. However, he was still feeling dizzy so 3 of the paramedics accompanied him home to make sure he would arrive safely. Of note, the patient does not remember the time the ambulance arrived because when he woke up, he was already in the ambulance. They arrived at home, they did not leave right away, they waited for him to eat his bread and soup to make sure everything was good before they left. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.